Event description:
Per the clinic, the patient experienced intermittencies and subsequent no sound and loss of connection to the internal device. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.